Manufacturer narrative:
Device evaluation: kinks were evident on the hypotube and distal shaft of the returned complaint device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st, 2nd, 3rd and 4th distal stent wrap with raised, stretched and misaligned struts. There was slight damage to the distal tip of the device. Lumen patency was verified with a 0.015 inch mandrel. Com code: c50190

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a mildly calcified and moderately tortuous rca lesion exhibiting 90% stenosis. No damage to device packaging and no issues removing the device from the hoop. The device was inspected with no issues noted. It was reported that the procedure was an emergency pci and was prompted by acute coronary syndrome with a long treatment length extending from proximal to distal rca. After thrombus aspiration, pre-ballooning was performed using a 2.25x15 balloon. The resolute integrity was inserted but was unable to cross the lesion. The device did not pass through a previously implanted stent. Resistance was encountered during delivery and excessive force was used. Several attempts were made to cross by repeating pre-dilation and using the parallel wire technique, but resulted in failure. When the resolute integrity was removed out of the patient's body, the stent edge was found to be deformed. A resolute integrity of the same-size was used instead and managed to cross the site, a 40x38 non-mdt stent was implanted in the proximal site completing the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.